Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4568 implantable pacing lead, (B)(6) 2001. (B)(4).

Event description:
It was reported that the device was implanted four days after the use-by date. The device remains in use. No patient complications have been reported as a result of this event.